Manufacturer narrative:
Device code 2017 has been added as the safety release button was not used to collapse the vessel locator wings. The device was returned for analysis. The reported thumb advancement issue was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the starclose se instructions for use (IFU) states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. Retract the thumb advancer as far proximal as possible until resistance is felt. Slide the safety release in the direction of the arrow as seen on the device to collapse the locator wings. The locator wings are fully collapsed when the number ¿2¿ on the plunger exits the number window completely. The IFU deviation was unable to be confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. It should be noted that the starclose se instructions for use states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, resistance was felt when advancing the thumb advancer and the sheath did not split completely. Deployment of the clip was therefore not possible as it remained in the sheath and not fully advanced. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.